Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+3.0/102 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to patient experienced elevated intraocular pressure (iop) and pigment dispersion. Patient developed chronic inflammation with high iop. Medication was administered - antiglaucoma; combigan; azopt; xalatan. Post-op, the anterior chamber had mild inflammation with pigment cell. The patient still continues with 2 types of antiglaucoma - timolol bd and azopt bd. Cause of the event was unknown.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - pigment dispersion. H6: health effect impact code: 4644 - antiglaucoma meds - combigan, azopt, xalatan. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).